Manufacturer narrative:
(B)(4). Date of initial report : 12/13/2016. Date of follow-up report : 01/31/2017. One used lf1737 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported the device produced a partial seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic distal pancreatectomy procedure an end tone, indicating a complete seal cycle, was heard however sealing seemed incomplete and oozing bleeding occurred. The tissue being sealed was fatty and thick. The generator setting was changed to bar 3 from 2 but the issue was not solved; steam was minimal and thermal spread did not seem to be enough. A new lf1737 was opened and it worked fine. There was no patient harm.